Manufacturer narrative:
Product ID: 3587a, lot# n0024421, implanted: (B)(6) 2005, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3587a, lot# n0024421, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Patient states when using stimulation at times he will have swelling on left side of neck and chest pressure especially when taking stim amplitudes higher. X-ray taken lead appears to be at same level - impedance within range - was noted lead placed retrograde - adjusted stim programming accordingly, was able to get stim in groin where it was needed as amplitude was increased stim was felt going down legs - unable to get it in back. Yet patient stated neck was swelling - physician stated lump area was present previously - patient was told to go without stim for two to see if chest pressure returned - stated did not feel he could go that long without stim for groin pain - physician was then going to give him the option of seeing a surgeon to discuss revising lead. Possibly go without stim for a few weeks or see neurosurgeon for revision. Spoke with rep - her notify date was (B)(6) 2013 she did meet with the pt and reprogrammed for better stimulation, in regard to neck swelling janet did not notice any unusual change and hcp confirmed pt has a previous lump at that site unrelated to stim therapy, hcp said lump was fine... After adjustment stimulation level could be raised without chest pain, hcp does not feel chest pain has any correlation to device but if problems continue for pt he will redirect to another hcp, at this point, pt is rcving therapeutic effect. Patient does not get any chest pain and his neck doesn¿t swell when his device is off. If the device is turned on, the patient gets the chest pressure. The patient also gets pain in his shoulder blades in his back and the left side of his neck swells ¿right up, like the size of a softball.¿ the patient saw a hcp and he performed an upper and lower myleogram. A rep was present and did not find anything wrong and said everything was working fine. However, as the rep was working with the patient, his chest started getting pressure and his neck swelled ¿right up,¿ so the rep stopped right away. The patient went to see another hcp and a different rep was present this time. This rep went through all the patient¿s programs on his stimulator and as it was turned up, he wasn¿t getting very much chest pressure, but it was starting; the patient¿s neck swelled ¿right up.¿ the rep did not notice the patient¿s neck before adjusting stimulation, so did not comment. Patient reports the issues have been occurring since having a fractured lead replaced. Cardiologist said that the pain in the patient¿s back is radiating through and causing him to feel it around his heart area, but in the last year or two it swells his neck up. X-rays and ultrasounds of his neck show nothing is there and nothing is wrong with his heart. Patient turned device on today because the groin pain was so bad, but that led to swelling, so he shut it back off. Patient is using pain patches because he hasn¿t used his device since friday. No hcp has correlated the issues to the ins, even though tests unrelated to the device have shown no issues with the patient. However, the ins is also reported as working correctly. Newest hcp has made a referral for a possible lead revision. X-rays taken by this newest hcp showed the lead is upside down, but doesn¿t see how the lead could be causing chest pain. Patient reports it was hard to breath and had shortness of breath with chest pains. It was reported that the patient had a lead revision on (B)(6) 2013 due to these issues.